Manufacturer narrative:
(B)(4)

Event description:
It was reported that high, out of range high voltage lead impedance was observed during a follow-up in clinic. The patient was asymptomatic. The lead was capped and replaced. During the procedure, lead to can abrasion was observed. The patient was stable post procedure.

Event description:
Please retract this MDR (B)(4), serial number: (B)(4) incorrectly reported. Duplicate report filed on 01/08/2015, 2938836-2015-00476 with impedance complaint.